Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right ventricular lead was dislodged 5 days after the implant procedure. The lead was repositioned successfully with the second procedure. The patient was stable.